Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. It was also reported the size of the air bubbles were bigger than a ball point pen. Customer's blood glucose was 155 mg/dl. The customer was advised to repeat a 5 unit fixed prime until the air bubbles were no longer visible. Troubleshooting found insulin did not come out of the needle during a fixed prime and the insulin pump did not alarm no delivery. Customer also stated they had put cold insulin in their reservoir. The customer was advised to change the infusion set. No additional information provided.